Event description:
Additional information received reported the patient had a procedure done on (B)(6) 2015. The patient was prepared for the explant and replacement of the lead, but during the procedure, it was discovered there was blood and other contamination inside the implantable neurostimulator connection, especially in the distal part. The surgeon retested the existing lead and found ¿very good¿ responses on all electrodes. The ins was therefore exchanged with a new ins. The lead remained implanted with the new ins and if it was not a ¿success,¿ the patient was to have a new lead on the other side. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient felt that stimulation went ¿on and off.¿ it would ¿come and go all the time¿ even when the patient was not moving. The patient lost all effect and the effect on constipation disappeared. When reprogramming on 2015-(B)(6), two programs were found that seemed to have better responses/work better, but the patient still had no effect and stimulation seemed to ¿come and go constantly.¿ the lead looked to be in the right place when viewing with fluoroscopy and impedances were in the normal range when tested at 1 and 2v. Stimulation had been on 100% of the time and cycling had been turned off. A possible procedure to move the lead back to the other side of the patient was noted (see note below). This was the side that the patient originally had good effect with during the trial. No further information was reported. A follow up report will be sent if additional information is received. The patient had an issue with a previously implanted lead which resulted in the lead in this report being implanted on the other side of their body. Refer to manufacturer report #3007566237-2015-00636 for information related to the previous issues.